Event description:
A malfunction alarm was reported, identified as malfunction code 199 on the tandem pump, which indicated a pump malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received instructions from technical support to reset the pump, and following the reset, no further malfunction occurred. The customer was advised to continue using the pump and to call back if the issue recurred, to which the customer agreed.